Event description:
Legal case ¿ (B)(4). Patient ID: (B)(6). (B)(4) is associated with this case. It was reported via legal documentation that approximately 160 months after a right total knee replacement procedure, the patient underwent an arthroscopy for debridement and removal of scar tissue. A subsequent revision procedure is documented in (B)(4). No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Unable to confirm patella serial number due to multiple patients listed in ebi data. Concomitant devices: 1424156 204-22-09 - ps tibial inserts sz 2, 9mm, 1474249 234-03-02 - optetrak asy,ps cemented femoral, sz 2, 1480046 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, 1444429 or 1444443 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
D10: 1424156 204-22-09 - ps tibial inserts sz 2, 9mm; 1474249 234-03-02 - optetrak asy,ps cemented femoral, sz 2; 1480046 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.